Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the one of the pitch cables was loose at the wrist. Upon removal of the housing, a pitch up cable was found to be loose at the clamping pulley, but no loose clamping pulley screw was found. Failure analysis investigation also found a frayed pitch cable. The pitch down cable was found to be frayed at the wrist. The frayed segments various in lengths. There was no damage found at the clevis. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted a broken cable on the fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.